Event description:
Patient, following motor vehicle accident in 1983, had left total hip replacement in 1984. Now with two year history of increasing pain - shortening of left lower extremity - irritability with compression or rotational movements. Marking ring of polyethylene settled on neck of prosthesis suggesting erosion through polyethylene.